Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 30 months, oversensing with inappropriate therapy was reported. Furthermore impedance values were reportedly > 3000 ohm. The lead was not returned for analysis and there was no mention of a revision. Biotronik has no additional information with regard to the revision of the lead. Should we receive more details, this report will be updated.